Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd nurse stated the patient did not wear a mask during the pd treatment. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow-up, the patient¿s pd nurse stated the patient was hospitalized for peritonitis and malfunctioning pd catheter. It was reported that patient had pd cultures obtained in the hospital, but the culture results are not available. The patient was treated with intravenous (IV) vancomycin (dose unknown) while hospitalized. Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. On unknown date, the patient was discharged from the hospital continuing outpatient hemodialysis in a non-fresenius clinic for a few months. However, the nurse stated the patient had a new pd catheter placed (in (B)(6) 2021) and restarted pd therapy on (B)(6) 2021. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique as the patient did not wear a mask during pd treatment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow-up, the patient¿s pd nurse stated the patient was hospitalized for peritonitis and malfunctioning pd catheter. It was reported that patient had pd cultures obtained in the hospital, but the culture results are not available. The patient was treated with intravenous (IV) vancomycin (dose unknown) while hospitalized. Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. On unknown date, the patient was discharged from the hospital continuing outpatient hemodialysis in a non-fresenius clinic for a few months. However, the nurse stated the patient had a new pd catheter placed (in (B)(6) 2021) and restarted pd therapy on (B)(6) 2021. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique as the patient did not wear a mask during pd treatment.